Event description:
It was reported that two bd posiflush¿ sp pre-filled flush syringe nacl 0.9% had difficult plunger movement during the flush. This happened on once on (B)(6) 2021and again on an unknown date. The following information was provided by the initial reporter: "started an IV and while flushing the IV it became difficult to flush to the point where I thought my IV was not in the vein. Was able to draw back good blood flow from the line but then unable to flush. Another staff member had the same problem the day before and notified me, brought another syringe and I was able to flush the line easily."

Manufacturer narrative:
The follow field was correct after further review: b.5 it was reported that two bd posiflush¿ sp pre-filled flush syringe nacl 0.9% had difficult plunger movement during the flush. This happened on once on (B)(6) 2021 and again on an unknown date.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/26/2021. H.6. Investigation: one sample was received for evaluation by our quality team. The sample came with no packaging flow wrap and the rubber stopper at the 4ml mark. A visual inspection was performed and no defects or imperfections were observed. The sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and the result was within specification. It could be possible the customer had some product on the higher end of specification inducing more force than normal required to expel the solution. A device history review was completed for provided material number 306575, lot number 0337051. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. With the experience of our processes, the effect of having plunger resistance could be induced by how the silicone is applied to the syringe barrel inner wall. We have initiatives in our production line monitoring the silicone application and its consistency. Based on the investigation and with the sample analysis the symptom reported by the customer of plunger movement difficult is confirmed. H3 other text : see h.10.

Event description:
It was reported that the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% had difficult plunger movement during the flush. The following information was provided by the initial reporter: "started an IV and while flushing the IV it became difficult to flush to the point where I thought my IV was not in the vein. Was able to draw back good blood flow from the line but then unable to flush. Another staff member had the same problem the day before and notified me, brought another syringe and I was able to flush the line easily."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% had difficult plunger movement during the flush. The following information was provided by the initial reporter: "started an IV and while flushing the IV it became difficult to flush to the point where I thought my IV was not in the vein. Was able to draw back good blood flow from the line but then unable to flush. Another staff member had the same problem the day before and notified me, brought another syringe and I was able to flush the line easily."